Event description:
Report received from abbott international affiliate, abbott spain, of IV catheter breaking off from the hub while in the pt. "A male parenteral drug user hospitalized due to a hand infection, was receiving amoxicillin t.i.d. Diluted in 100ml of fluid through an IV infusion via an abbocath. Three days after starting treatment, the pt noticed that the catheter had detached from the cone. For this reason they performed an arm x-ray localizing the catheter in the forearm. The catheter was extracted by a surgeon. The pt recovered uneventfully.